Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
After opening the properly sealed external packaging, it was noted the implant was not correctly contained inside the inner sterile packaging. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a photograph. Visual evaluation of the provided photo found the inner and outer blister seals have been breached with residual adhesive transfer present, and therefore, the sterility has been breached. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.